Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable calcium gen.2 (ca) results on their c501 analyzer. The customer provided data for five patients, four of which had discrepant results. The customer stated the first three patients' initial results were reported outside the laboratory. A short while later, the customer called the physician and said the initial results were incorrect. It was unknown if the fourth patient's initial result was reported outside the laboratory. The first patient's initial ca result was 3.63 mmol/l accompanied by a data flag. The repeat result was 2.12 mmol/l. The second patient's initial ca result was 3.27 mmol/l accompanied by a data flag. The repeat result was 2.27 mmol/l. The third patient's initial ca result was 3.60 mmol/l accompanied by a data flag. The repeat result was 2.49 mmol/l. There was no medical intervention for the first three patients and they were not harmed or affected by this event. On (B)(6) 2013, the fourth patient's initial ca result was 0.26 mmol/l accompanied by a data flag. The first repeat result was 2.29 mmol/l accompanied by a data flag. The sample was repeated on another analyzer, and the result was 2.31 mmol/l. It was unknown if the fourth patient was adversely affected by this event. The ca reagent lot number was 659936 and the expiration date was not provided. The field service representative decontaminated the analyzer, checked the tubing for cracks, and cleaned the sample needle. The customer installed washing steps from all tests to ca on all needles.

Manufacturer narrative:
A definitive root cause was not determined. An investigation on three different c501 analyzers demonstrated there was no carry-over from crp to calcium on the analyzer. Isolated analyzers in the field might experience carry-over if the analyzer maintenance is not performed correctly.